Event description:
It was reported that procedure was delayed over 30 minutes due to foreign matter found on the trial inserter. Operating area was reprocessed at that time. Patient outcome: no adverse effect reported as a result of this event.